Event description:
It was reported that the patient was scheduled for an implantation of an toric intraocular lens (iol) which was not implanted due to an observation of a pre-existing capsular tear by the surgeon. The surgeon proceeded to implant a za9003 lens which was removed within the same procedure due to inability of optical support. It was reported that the surgeon did a vitrectomy and sent the patient home aphakic to allow the patient to heal due to a swollen cornea. It was stated that the patient was expected to have a replacement lens the following week. It was reported that there was no quality issue associated with the lens. No further information has been provided.

Manufacturer narrative:
Results: the received condition of the lens is consistent with a lens that has been removed from the eye. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4): visual inspection of the returned product revealed a intraocular lens that was cut in half with evidence of viscoelastic, which is consistent with a lens that has been prepared for use. All pertinent information available to abbott medical optics has been submitted.